Manufacturer narrative:
No device problem found, the user miss handled the sling (not manufcatured by handicare) during the incident.

Event description:
Patient fell off from the 4 points high back sling sheet during lift by carina 350mm while transferring from bed (at highest position) to wheel chair. Patient deceased in hitting her head to the floor. One of the sling strap (left side leg) was not hooked on the sling bar. According to police investigation, the accident occurred under the miss handling by caregiver. Caregiver admitted. No damages to the patient lift or sling sheet were found.